Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Surgeon was reducing rod and inserting the locking screw when the top of the tulip on the pedicle screw on one side broke off. This caused a delay in surgery. No serious injury to the patient was reported.